Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the physician was inserting the catheter into the patient. When he started to crack and peel away the sheath, one of the wings broke off before he was able to peel away the sheath. As a result, he had to use hemostats to grip and peel away the sheath. There was no patient death or complications reported.